Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain and discomfort due to ipg migration. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was repositioned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that the issue was resolved.

Manufacturer narrative:
Corrected data: g4: date received by manufacturer. H2: follow-up type. G4 and h2 were inadvertently not checked in additional report-1 and has now been corrected in additional report -2.